Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had thermal damage to the pulley cover. There was no patient involvement.